Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Edwards will continue to review and monitor all events and if further information becomes available, a follow-up report will be submitted.

Event description:
Edward received information that eleven (11) years, six (6) months post-implantation of this 19mm bioprosthetic aortic heart valve, a 23mm transcatheter valve was implanted (valve-in-valve) due to unknown reasons. The case was reported as having a good outcome and no additional details were provided.

Manufacturer narrative:
(B)(4). Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Event description:
Edwards received additional information that this surgical valve had a transcatheter valve implanted due to severe aortic stenosis, secondary to calcification. The case was reported as having a good outcome. The patient tolerated the procedure well and was taken to the ccu in stable condition. She was discharged on postoperative day eight (8).